Event description:
The center reported that the patient experienced headpiece retention issues. External equipment was exchanged. However, the issue remained unresolved. A CT scan indicated that the array was not in the cochlea. Revision surgery to reposition the array will be scheduled.